Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm noted. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer received a button error alarm. Customer also reported that the alarm would not clear even though they had replaced the battery. The customer's blood glucose was 10.2 mmol/l. Customer treated their blood glucose with a manual injection. It was found the customer did not expose their insulin pump to moisture. The customer also did not press their buttons for three minutes or longer. Customer also reported a crack by the corner of the insulin pump's display. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.